Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to set her onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in the evening on (B)(6) 2012. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient's diabetes management is not clear and it is not specified what action, if any, the patient took in response to the reported meter issue. According to the csr's documentation, at an unspecified date/time, the patient reportedly developed symptoms of dizziness, nervousness, fast heart beat and shaking as a result of the alleged meter issue. It is not clear if the patient was symptomatic prior to the start of the alleged issue and it is not known when the patient's symptoms improved. After the reported meter issue occurred, it is not known if the patient tested her blood glucose with another device and it is not specified when the patient's symptoms improved. During troubleshooting the csr noted that the patient had obtained the subject meter recently; the alleged issue was resolved with training. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.